Event description:
Customer called reporting his insulin pump is not working properly. Customer's blood glucose level is 75 mg/dl. He said the right side of the device is physically damaged. The part where it is glued is falling off. Customer put tape on it to hold it together. The damage is from normal wear and tear. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.